Manufacturer narrative:
Additional product code: dro. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the processor/bridge/pace board was replaced. The device was recertified and returned to the customer. The processor/bridge/pace board was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty transformer on the processor/bridge/pace board. Analysis for reports of this type has not identified an increase in trend.